Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: g1v4g2.

Event description:
The customer reported the "rad-97 power off on its own". There was no patient impact or consequence reported.

Event description:
The customer reported the "rad-97 power off on its own". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. The device passed all visual testing but could not power on using ac and battery power due to a loose flex-cable on the main instrument board. The alleged power-off issue could not be confirmed as the device could not power on. Health effect impact code: no adverse event, no patient impact. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).